Event description:
User experienced multiple assays with very abnormal results for multiple pt samples. Affected assays were indicated to be calcium, co2, glucose, albumin, ast, and others. Exact number of pt samples were not provided. The following pt examples were provided: sample 1: initial calcium gave 71.2 mg/dl; repeat gave 15.0. Initial glucose gave 4259; repeated twice giving 2924 and 1120. User stated that she had reported normal results earlier in the day in 2008, but since issue began she had not reported any pt results. No pts adversely affected. The field service rep determined the cause to be a loose wash pipette plunger and reaffixed plunger. Performance tests were performed.

Event description:
User experienced multiple assays with very abnormal results for multiple pt samples. Affected assays were indicated to be calcium, co2, glucose, albumin, ast, and others. Exact number of pt samples were not provided. The following pt examples were provided: sample 7: initial albumin gave 29.7 g/dl; repeat gave >6 g/dl. User stated that she had reported normal results earlier in the day in 2008, but since issue began she had not reported any pt results. No pts adversely affected. The field service rep determined the cause to be a loose wash pipette plunger and reaffixed plunger. Performance tests were performed.

Event description:
User experienced multiple assays with very abnormal results for multiple pt samples. Affected assays were indicated to be calcium, co2, glucose, albumin, ast, and others. Exact number of pt samples were not provided. The following pt examples were provided: sample 5: initial albumin gave 12.8 g/dl; repeat gave >6 g/dl. User stated that she had reported normal results earlier in the day in 2008, but since issue began she had not reported any pt results. No pts adversely affected. The field service rep determined the cause to be a loose wash pipette plunger and reaffixed plunger. Performance tests were performed.

Event description:
User experienced multiple assays with very abnormal results for multiple pt samples. Affected assays were indicated to be calcium, co2, glucose, albumin, ast, and others. Exact number of pt samples were not provided. The following pt examples were provided: sample 6: initial albumin gave 24.3 g/dl; repeat gave >6 g/dl. User stated that she had reported normal results earlier in the day in 2008, but since issue began she had not reported any pt results. No pts adversely affected. The field service rep determined the cause to be a loose wash pipette plunger and reaffixed plunger. Performance tests were performed.

Event description:
User experienced multiple assays with very abnormal results for multiple pt samples. Affected assays were indicated to be calcium, co2, glucose, albumin, ast, and others. Exact number of pt samples were not provided. The following pt examples were provided: sample 2: initial ckl gave 5551 u/l; repeat gave 483 u/l. User stated that she had reported normal results earlier in the day in 2008, but since issue began she had not reported any pt results. No pts adversely affected. The field service rep determined the cause to be a loose wash pipette plunger and reaffixed plunger. Performance tests were performed.

Event description:
User experienced multiple assays with very abnormal results for multiple pt samples. Affected assays were indicated to be calcium, co2, glucose, albumin, ast, and others. Exact number of pt samples were not provided. The following pt examples were provided: sample 4: initial alt gave 121 u/l; repeat gave 13 u/l. User stated that she had reported normal results earlier in the day in 2008, but since issue began she had not reported any pt results. No pts adversely affected. The field service rep determined the cause to be a loose wash pipette plunger and reaffixed plunger. Performance tests were performed.

Event description:
User experienced multiple assays with very abnormal results for multiple pt samples. Affected assays were indicated to be calcium, co2, glucose, albumin, ast, and others. Exact number of pt samples were not provided. The following pt examples were provided: sample 3: initial albumin gave 29.4 g/dl; repeat gave >6.0g/dl. User stated that she had reported normal results earlier in the day in 2008, but since issue began she had not reported any pt results. No pts adversely affected. The field service rep determined the cause to be a loose wash pipette plunger and reaffixed plunger. Performance tests were performed.